Event description:
Customer reported pump screen was dark and unresponsive. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.